Event description:
Inform system user facility reported patient blood glucose results: inform system 9:24 pm 66 mg/dl lab result 9:30 pm 359 mg/dl inform system 9:31 pm 61 mg/dl reported no adverse event. Strips not available for return,replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.